Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a versacross connect laac access solution was selected to be used. Versacross wire with steerable sheath (non-boston scientific) was used for transseptal puncture. The patient anatomy was a difficult posteriorly directed broccoli shape. During the procedure multiple recaptures were performed, and three (3) closure devices were used. During this time, a change in blood pressure occurred, which prompted the use of intracardiac echocardiography (ice) and transesophageal echocardiography (tee) to thoroughly assess for an effusion. The patient blood pressure remained stable afterward. Throughout the procedure, the flx ball was present, and movements were slow and methodical. Once the physicians agreed on an acceptable closure device, it was confirmed that the device met position, anchor, size, and seal (pass) criteria. The physician then released the closure device and monitored for any shift. While assessing with tee, the physician performed an effusion sweep using 2d ice and remained on the right side of the heart during the ablation portion of the procedure, noting a small effusion located at the basal left ventricle (lv) segment inferiorly. At this point, no blood pressure changes were observed, but the physician was concerned about leaving the effusion and proceeding with closure due to the potential for overnight blood pressure changes. The implanting physician requested a pericardiocentesis kit, and another physician was called in to assist. Three attempts were made to access the pericardium but were unsuccessful. Cardiothoracic (CT) surgery was consulted and determined that the patient was stable for transfer to the operating room (or) for a pericardial window procedure. During this process, the implanting physician and fellow noted that the effusion size had not changed since it was first identified, a portion of protamine had been administered, the activated clotting time (act) was 300, and kcentra was requested. The patient was subsequently transferred to the cardiac care unit (ccu). It was further reported that the patient recovered well from the ccu and was discharged.

Manufacturer narrative:
Good faith efforts to obtain additional information are in progress. A supplemental report will be filed if the information is received.